Event description:
It was reported that the patient's "system was not working." It was noted that the patient had been seen by the healthcare professional (hcp) on (B)(6) 2013. It was unknown how long the "device had not been working for." It was noted that the patient was "getting nothing from it" and was unable to feel stimulation. If additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Product ID: 3777-45 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID: 3777-45 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID: 37743 lot# serial# (B)(4), product type programmer, patient product ID: 3708140 lot# serial# (B)(4), implanted: 2010 (B)(6), product type extension product ID: 3708140 lot# serial# (B)(4), implanted: 2010 (B)(6), product type extension. (B)(4).

Manufacturer narrative:
(B)(4).